Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(4) of break in aseptic technique (coded to peritoneal dialysis complication) and peritonitis in a patient, coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies for peritoneal dialysis (pd). On an unreported date in 2011, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis and was not hospitalized. The cause of the peritonitis was the break in aseptic technique. On (B)(6) 2011, the patient began treatment with fortum (1 gram, daily, ip). On (B)(6) 2011, the patient started treatment with vancomycin (500mg, ip). It was unknown if the peritonitis had resolved. Dianeal therapy was ongoing as was remedial therapy with fortum and vancomycin. Concomitant medications were not reported. The nurse believed that the bacterial peritonitis was not related to dianeal therapy. A causality statement for the break in aseptic technique was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error-poor aseptic technique.